Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 3.00x28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Stent strut rows 1 and 2 on the distal end of stent were damaged and lifted. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and were not subjected to any significant positive pressure. A visual and tactile examination of the device found no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous coronary artery. A 28 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while loading the device into the guide wire, it was noted that one stent strut was distorted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous coronary artery. A 28 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while loading the device into the guide wire, it was noted that one stent strut was distorted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.